Event description:
A doctor reported to a sales representative that a young male patient developed fusarium keratitis after using renu (unk type) in 2006 the patient sought treatment from the reporting doctor and had a central corneal ulceration (eye unspecified). The patient was treated for six days with local antibiotics. Then, the patient was then referred to another doctor who diagnosed the patient with fusarium keratitis following corneal scraping. The patient was prescribed voriconazole as treatment. As of the following month, the patient's condition was improving. Although requested, no further information was provided.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.